Event description:
During index procedure, one driver rx stent (3.50 x 12mm) was implanted, abutting, in the mid rca. Patient was asymptomatic at 30 day and 6 month follow ups. Approximately 6.5 months post index procedure, a q wave mi is reported to have occurred. Investigator stated that there was significant amount of thrombus in the lad, which was partially removed with export thrombectomy catheter. One driver rx stent (3.00 x 18mm- ref MFR report # 2953200-2009-01506) was implanted to the mid lad and three other brand stents were implanted to the distal lad. Subacute stent thrombosis with chest pain occurred six days post revascularization. Angiography showed evidence of thrombus in stent which was implanted 6 days earlier. Poba angioplasty of the mid lad was performed. Patient was taking aspirin and clopidogrel within 24 hours prior to event. Patient was stable post poba. Patient had cardiac status of stable angina at one year post index procedure.

Manufacturer narrative:
Evaluation code, results: myocardial infarction.